Manufacturer narrative:
The insulin pump passed the displacement test however, the insulin pump alarmed pump error hardware low level failure alarm during the self test and pump error hardware low level failure alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly with loud beep. The customer¿s blood glucose level was 125 mg/dl. Customer reported that they did not hear difference between audio settings during troubleshooting. The insulin pump will be returned for analysis.